Event description:
It was reported there was a speaker malfunction and they are unable to hear sound. The speaker has been swapped, and the error is still displayed. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and provided them with a bench repair form. Diagnostic/functional testing was performed at the philips authorized repair facility. Upon inspection, a philips authorized service provider (asp) noted the unit produced normal sound; however, the error message persisted, this indicated a faulty main board or the speaker assembly, and replacement of one or both components may be required to resolve the issue. Once the replacement parts were received, installation of both main board and speaker assembly were completed successfully. The unit has returned to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be both speaker assembly and main board. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.